Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer was putting the camera in when they saw a piece of the blue cannula seal had fallen into the patient. The customer retrieved the fragment with a backup instrument. The fragment did not fall into the patient during an instrument tip/accessory collision. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: all fragments were retrieved. No other pieces were observed to fall into the patient and no pieces were noticed throughout the duration of the procedure. There was no additional surgical procedure required to remove the fragment and there was no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The surgeon felt that the fragment broke from the cannula seal, but the customer was unable to find a similar part on an unaltered seal. The fragment was noticed as soon as the camera was introduced into the abdomen. The cannula seal was inspected visually prior to start of procedure and had no damage noted. The surgical staff did not feel any resistance upon removal of the instrument through the cannula and did not notice any damage to the cannula after the event occurred. There was no patient injury and the patient had not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The procedure was completed robotically.

Manufacturer narrative:
Based on the claim against the product noting a fragment fell, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cannula seal accessory was analyzed and failure analysis investigation did not replicate nor confirm the customer reported complaint. The piece of blue seal mentioned in complaint was not returned with RMA. No product issue was identified and the visual inspection could not identify any missing pieces of blue seal.